Event description:
It was reported that during a low anterior resection procedure, during a triple stapling procedure, the blue spear was stuck, and the surgeon had great difficulties in removing it. Finally, he succeeded. Procedure prolonged 10 minutes. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.